Manufacturer narrative:
Investigation summary based on the information available, the cause that contributed to the reported fluid leak and mechanical issue cannot be established as the product is not available for analysis. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) that was implanted on (B)(6) 2019 had a fluid loss. A week ago, the patient underwent a surgical procedure in which all components were explanted and replaced. Upon explant, it was noticed that there was a leak at the neck of the pressure regulating balloon (prb). No complications or concerns have been reported at this time.